Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
A laser vision correction patient experienced vertical gas breakthrough (vgb) during a laser treatment on the right eye. The procedure will be converted to photorefractive keratectomy (prk) procedure. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient was reported to be fine but slightly upset due to having to reschedule. The patient reported the symptoms are not interfering with daily activities. A j and jv application support manager reported the vgb did not break through the surface but resulted in a bubble appearance in the flap. Pre-op: bcva from (B)(6) 2018: right eye (od) pre-op 20/20 -1.75 x -2.25 x 178, left eye (os) pre-op 20/20 -2.50 x -2.25 x 158.